Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of electrical noise with some episodes being seen as ventricular fibrillation (vf). The lead was capped and replaced. No patient complications have been reported as a result of this event.